Event description:
Complainant alleged that the clinicians were attempting to cardiovert a pt (age and gender unknown) using a multi-function cable with the device, but the screen displayed a "lead off" message. The complainant indicated that there was no pt involvement in the reported malfunction.